Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event involved a 74 year old male patient while in the cardiac cath lab during insertion. The vascular surgeon attempted to insert an iab-s840c via right femoral and failed placement. As a result, the device was not used. They did not insert another iab. Medical intervention was changed to ECMO (extracorporeal membrane oxygenation). There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was an unknown time of delay or interruption in therapy noted with no harm to the patient. The patient outcome is fine. An update received clarified that the catheter could not be inserted over the spring wire guide (swg). The delay or interruption in therapy was approximately 1 to 2 minutes with no harm to the patient. They did not leave the swg in place since there was not another attempt. They used the sheath with the sideport from the kit. They did not actually get into the artery.